Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing fill estimate of 0 while caller¿s expected amount was unknown. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, so technical support only documented available information regarding allegation and no additional assistance was provided.